Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an unresponsive keypad issue. The keypad buttons have become intermittently unresponsive and are sticking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/06/2013 device evaluation: the device has been returned and evaluated by product analysis on 11/06/2013 with the following findings:evaluation revealed that the keypad was intact. The up button was intermittently unresponsive and the other buttons responded appropriately. Evaluation revealed that there was contamination under the up and contrast buttons. The lens was found to be scratched.